Event description:
Power-on-reset parameters were reported. It was further reported that a manual capacitor reform resulted in a charge circuit timeout, and that the device was at eol (end of life). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) battery depletion-normal.